Event description:
Maintenance IV running with a clearlink IV tubing, with 3 injection ports and a back check valve. A secondary infusion (mag sulfate) was set up. When connected to the upper y-site, the secondary bag began to empty rapidly. Staff first thought it was the secondary set, it was changed, but did not resolve the problem. It was discovered that the secondary was running back up into the primary. It is felt the problem is with the back check valve. This same incident happened a second time with same lot number on (B)(6) 2011. The pump being used was tested and functioning within normal limits.